Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the audio bolus button was missing from their device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This supplemental report is being submitted based on the results of a device evaluation that occurred on 11/06/2013: bolus button was missing and there was corrosion in bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.